Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735521, serial/lot #: -, ubd: unknown, UDI#: unknown h3, h6: a manufacturer representative went to the site to test the navigation system. It was reported no fault was found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-jun-09 (B)(4): medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during planned maintenance (pm) a manufacturer representative (rep) went to check for the electromagnetic (em) function accuracy. The site reported that when they use navigation em function, the tracking position tilted at the right side. It looked like the emitter was not aligned in a center position. There was an over 3.0mm registration accuracy and sometimes the site could not use it in surgery. When testing, the system worked normally. And registration accuracy was under 2.0mm with resin head. It was recommend to the site to use navigation protocol patient image and to adjust navigation setting 'trace' -> '3 point trace'. There was no patient involvement.